Event description:
An intraocular lens coordinator reported that during a glaucoma filtration device (gfd) implant procedure, the gfd was not working properly when placed in the eye. The surgeon removed and replaced the gfd during the initial procedure with no patient harm. Additional information was received from the surgeon, who reported that when he implanted the gfd there was no flow and the lumen was occluded.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The device history record for the batch was received and no abnormalities were found. The product was released according to release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).